Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the probe was broken 10mm from the distal end of the probe. There were scratches around the broken area. The breakage of the probe started at the scratched area. There were no scratches or contact marks on the grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the probe was likely broken by the following mechanism: 1) activated output while the probe tip was in contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip to become scratched. 2) while continuing to activate output in the state described in ¿1,¿ a load was applied to the probe causing it to crack due to the scratches on the probe tip. Also, an error occurred. 3) an excess load was applied to the probe and the probe broke. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ this supplemental report includes a correction to d9 and h3 from the initial medwatch. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported to olympus on behalf of the customer that an error (unknown code) was displayed while the sonicbeat 5 mm, 20 cm, front-actuated grip scissors was connected to the usg-400 during an unknown procedure. After which, the probe broke and fell out into the patient's stomach. The probe was recovered during surgery. The procedure was completed using a similar device. There was no health hazard reported.